Event description:
On 02/15/2023, it was reported by a facility representative via sems that an ar-6480 pump powered down twice in the middle of the case, unable to get it to work consistently. No patient adverse event or patient harm. Additional information is requested.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.